Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating february 2022 through june 15, 2024, under CAPA 12460641. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the station displayed an error message. A field service technician responded to the customer¿s call after discovering that the customer attempted to change the servers without prior information, so we had to accompany them to solve the problem. The system functioned as intended after troubleshot by the field service technician.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed an error message as fatal exception, which prevented the entire cabinet to deliver the drugs. The error message persisted even after multiple restarts. There were no adverse events or injuries reported based on this incident.